Manufacturer narrative:
During preparation of the 5f mynx control vascular closure device (vcd), it was noticed that the inflation indicator did not move outside the proximal part of the handle as it was supposed to when the balloon was inflated as a first step. After very heavy inflation the indicator did not move outside, which in the end led to a rupture of the balloon. A non-cordis device was used for closure and hemostasis. There was no reported patient injury. The device did not come in contact with the patient. The deployer is mynx certified. The device was stored according to the instructions for use (IFU). No damage to the product packaging was noted. There were no anomalies noted prior to use. The storage temperature did not exceed 25 °c. The device was gently removed from package. The mynx device was prepped per the IFU. The device was not purged of air during prep. Excessive force was not used to inflate the balloon. The balloon inflated as usual; however, the inflation indicator did not move as it should. The syringe provided was used for inflation. The syringe was filled with 4ml of 50/50 (contrast/saline). The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. Slight resistance was felt when inflating the balloon with air, the balloon was able to be fully inflated/deflated as intended with proper functioning of the inflation indicator (mynx control instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification showed no crystalized residual fluid in the inflation tubing, nor in the balloon of the returned device. However, viscous diluted fluid was observed in the inflation tubing, which may have caused the resistance felt during the device failure investigation and contributed to the reported incident. A product history review of lot f2113401, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿pressure gauge-inflation indicator extension difficulty¿ and balloon loss of pressure during prep¿ was not confirmed during analysis of the returned device, as the device performed as intended in the IFU. The exact cause of the event could not be conclusively determined, however procedural factors, such as the use of a viscous diluted fluid may have contributed to the reported incident. It should be noted that viscous diluted fluid might cause the difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. According to the instructions for use (IFU) which is not intended as a mitigation of risk, if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During preparation of the 5f mynx control vascular closure device (vcd), it was noticed that the inflation indicator did not move outside the proximal part of the handle as it was supposed to when the balloon was inflated as a first step. After very heavy inflation the indicator did not move outside, which in the end led to a rupture of the balloon. A non-cordis device was used for closure and hemostasis. There was no reported patient injury. The device did not come in contact with the patient. The deployer is mynx certified. The device was stored according to the instructions for use (IFU). No damage to the product packaging was noted. There were no anomalies noted prior to use. The storage temperature did not exceed 25 °c. The device was gently removed from package. The mynx device was prepped per the IFU. The device was not purged of air during prep. Excessive force was not used to inflate the balloon. The balloon inflated as usual; however, the inflation indicator did not move as it should. The syringe provided was used for inflation. The syringe was filled with 4ml of 50/50 (contrast/saline). The device will be returned for analysis.